Manufacturer narrative:
(B)(4).

Event description:
It was reported that "arterial line clotted off and stopped working. This was a radial line 5cm x 20cm in the wrist. They had to do an exchange for a new line." The patient's current condition is reported as "still in critical care".

Event description:
It was reported that "arterial line clotted off and stopped working. This was a radial line 5cm x 20cm in the wrist. They had to do an exchange for a new line." The patient's current condition is reported as "still in critical care".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of a blocked catheter could not be confirmed by the photos. The photos show the catheter while it is in use as well as after it is removed from the patient. Biological material is observed inside the distal extension line. No defects or anomalies are observed on the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.